Event description:
It was reported that this ra lead was partially dislodged, this was confirmed via x-ray. It was also reported that it exhibited a rise in pacing thresholds and decreased sensing one week after it was implanted. The patient was reevaluated three days after this occurred and it was decided that no lead repositioned was necessary and was discharged. The device remains in service. No additional adverse effects were reported.